Manufacturer narrative:
(B)(4). Device evaluation: this complaint is for a report of a use error - breach in aseptic technique issue and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by patient. The assignable cause was not determined. Additional information: a labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a consumer from (B)(6) of patient made a mistake/break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy (dose, frequency and lot not reported). On (B)(6) 2012, the patient began dianeal pd2 ultrabag therapy (dose and frequency were not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Per the reporter, dianeal therapy was ongoing. On (B)(6) 2012, the consumer stated that the patient experienced peritonitis and was hospitalized on the same date. On (B)(6) 2012, the patient was treated with vancomycin (2gm, every day, ip), amikacin (10mg, each exchange, ip), fortum (1gm, every day, ip), heparin (1000u, each exchange, ip). On (B)(6) 2012, the patient was treated with vancomycin (2gm, every day, 7th day, ip) and 2.5% glucose bag extraneal (7.5%) 1 bag (2000ml/4/each day continuing for 7 days). At the time of the report, the patient remained hospitalized. Concomitant therapy was not reported. Per the consumer, the cause of the peritonitis was the patient made a mistake involving a break in aseptic technique (details not provided). In the reporter's opinion, the cause of the peritonitis was not related to a baxter device or solution.